Manufacturer narrative:
Implant regio 13 fractured. Construction was a single crown placed on the implant. Bone loss caused by patient related periimplantitis is documented material analysis concluded inhomogenous mechanical overloading of the implant. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.